Manufacturer narrative:
During the site visit, the field service representative (fsr) reviewed instrument logs and observed many events of missed daily & weekly maintenance. The fsr checked the instrument and replaced the arc, probe (list number (ln) 08c94-47) on the sample pipettor, which resolved the issue. Return testing was not completed as returns were not available. A review of the architect i1000sr, serial number (B)(4) service history identified no contributing factors to the current complaint. There have been no further customer reports regarding discrepant results related to issues with the arc, probe since the probe was replaced. The architect system operations manual provides instructions for maintenance & component replacement, addresses operational precautions and limitations, and troubleshooting of the fluidics subsystem and of elevated and erratic sample results. A 12-month review of the arc, probe did not identify any trend regarding the current complaint issue. A product monitoring review of the i1000sr revealed no systemic issues or trends associated with the discrepant results described in this complaint. Based on the investigation no product deficiency was identified for the architect i1000sr, serial number (B)(4), or the arc, probe (ln 08c94-47).

Event description:
The customer reported falsely elevated architect troponin results on one patient. The results provided were: (B)(6) results = 0.246 ng/ml / 0.016 ng/ml (normal range and diagnostic cutoff= <0.028ng/ml). There was no reported impact to patient management.